Manufacturer narrative:
The customer¿s reported problem was confirmed. Infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Biomed need assistance on 8015 sn 14619530 is having an error 800.8000 failure device type: alaris system instrument failure problem type: 8015 failure mode: troubleshooting/ error codes case resolution: I assisted biomed need on 8015 sn 14619530 is having an error 800.8000. Resolution is to flash unit. I walk her thru the process on flashing 8015 device. If the error code 800.8000 continue to show up, the next resolution is to replace logic board. Biomed will call back if need further assistance. Ref:_00d30y0yr._5000l1kgmdl:ref